Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight, one opening curved on the radius, crease fold and yellow particles on the shell. A microscopic analysis was performed which identified, one opening crease sharp on the radius and wear abrasion. Based on the device analysis the final assessment is: a crease sharp opening on the radius due to fold flaw opening.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade unknown. Device was explanted.